Manufacturer narrative:
Device unique identifier(UDI)# (B)(4). Approximate age of device- 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a positive fecal occult blood test (fobt) on (B)(6) 2017. The patient had anemia with a hemoglobin of 7 g/dl and was transfused with 2 units of packed red blood cells over a 24 hour period. Additional testing for fotb was performed on (B)(6) 2017 and the results were negative. The gi team advised no interventions and the patient continued their usual dose of aspirin (325mg) and dipyridamole (75mg). The gastrointestinal bleeding resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.